Event description:
It was reported that the epg (external pulse generator) does not power up, even with a new battery. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device would intermittently not power up, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the interconnect flex was creased. Further analysis was performed. This analysis was unable to confirm the reported event or the failures found during the repair of the device, however it was confirmed that the interconnect tab contacts were corroded and under mechanical specification, no other defects found. (B)(4).